Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the up arrow and contrast keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue, contamination under key contacts, and a display issue. This report is made based on results of investigation completed on (B)(6) 2015.